Event description:
Colonoscope (sn (B)(4)) was to the cecum and monitor screen turned black with flickering black and white image. Error code that appeared was err e216. This scope is a loaner from olympus manufacturer. Processor was turned off and on with another scope attached (sn (B)(4)), and procedure completed. FDA safety report ID # (B)(4).